Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rechargeable battery was removed because it was not working for the patient (could not recharge). The patient was going to get a unit that did not need recharging because they did not like the recharging but when the doctor went in, the whole unit was ¿a mess¿ as he stated and all was removed and replaced (electrodes, unit, etc.). The patient stated the program never worked great for them. They did not like the bother of recharging. They stopped using it several years before it was removed. They had very good results from their first unit and were having good results from their current unit. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient did not like the rechargeable ins that they previously had and they had trouble with it. They reported that ¿towards the end¿ it did not work well. They added that they found out the rechargeable battery was not in good condition anymore. Because it was in ¿bad shape, they took everything out and put a new machine in.¿ the patient reported that these problems were at least 3 years ago and that the ins died due to normal battery depletion. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.